Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. Unable to prime insulin pump during prime test due to slightly loose drive support disk. The motor was tested outside the device and passed. Insulin pump received with severely scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 3004209178-2014-87625.

Event description:
It was reported that the insulin pump alarmed motor error during bolus. The customer stated that in the past there were no delivery alarms. At the time of the phone call the customer's blood glucose was 237 mg/dl. The customer stated that the device was on their shoulder when they had an MRI. The customer is not using the sensor feature. They are able to rewind the device. The customer stated that the device alerted no insulin but the customer check and there were 100 units of insulin in the reservoir. The drive support cap was recessed. The discontinuation of the device was advised. Nothing further was reported.